Event description:
Our customer reported that a battery was not charging due to usb port damage, preventing the use of the tandem cable. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for examination, and a replacement pump was to be provided.